Event description:
This complaint is reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, the device could not cross the lesion. The 80% stenosed lesion was located in a severely calcified and severely tortuous left anterior descending artery. A 2.75x38mm taxus liberte drug eluting stent was advanced to the lesion, but could not cross. A promus stent was advanced to the lesion, but also could not cross. The procedure was completed with balloon angioplasty. No patient injuries or complications occurred. Patient status is satisfactory. Product analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified distal stent damage. The stent struts on rows 1 to 3 were misaligned. The tip was slightly flared. This type of damage is consistent with guidewire movement during attempts to cross the lesion. A visual and microscopic examination of the crimped stent found no issues. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).